Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/18/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Additionally, the patient stated the inaccuracy was 50-70 points off. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, device manufacture date - correction, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no defects were found that were related to the complaint. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.